Event description:
It was reported that the left ventricular (lv) lead dislodged. An attempt to reposition the lead was unsuccessful due to being unable to access coronary sinus. The lv lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.